Event description:
It was reported the customer went to the emergency room (ER) due to a blood glucose (bg) level of 121 mg/dl, due to customer inadvertently initiating a bolus they did not need. Customer attempted to self-treat by consuming carbohydrates, soda, and candy bars, however; was treated with intravenous fluids at the ER. Customer was released with issue resolved. Systems check with tandem technical support confirmed the pump is functioning as intended.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.